Event description:
The customer had the cell-dyn shear valve nylon washer replaced per fa15mar2011. No impact to patient results, patient management or user safety was reported.

Manufacturer narrative:
This malfunction was previously reported under manufacturer report number 22919069-2011-00684 when the service (replacement of the cell-dyn shear valve nylon washer) was offered, but declined by the customer. This report (2919069-2011-00742) was submitted to document the service eventually requested by the customer and therefore a new complaint was opened to document the service performed on the cell-dyn instrument, serial number (B)(4).

Manufacturer narrative:
(B)(4). An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form were sent to all active cell-dyn system customers who received the affected part numbers. The product correction letter instructed the customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts were replaced in the field through a mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved.